Event description:
The patient experienced no stimulation sensation. A manufacturer's representative met with the patient and measured >4000 ohms on some of the bipolar pairs. X-rays taken were reported as normal. The patient was reprogrammed around the electrodes with the high impedances and was reported as doing good. A lead revision will be considered when the battery depletes and needs replacing. If additional information is received, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).